Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/10/2019. A manufacturing record evaluation was performed for the finished device ak9777 number, and no non-conformances were identified. Additional h3 investigation summary: one sealed box with thirty-six samples and unopened samples of product code: j318, lot: ak9977 were returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements. Additional h3 investigation summary: one empty opened foil, a detached needle and dispensed suture of product code: j318, lot: ak9777 were received for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a colectomy on (B)(6) 2019 and suture was used. During the procedure, the needle was unwound. The needle was lost inside the body, but then found and removed. There were no adverse patient consequences reported. No additional information was provided.